Event description:
It was reported that the patient was experiencing pain from blistering at the ipg site. Damaged tissues were also mentioned. It was also reported that the patient wound had a pus and discoloration. The patient was given medical treatment to have incision site examined, treated and new dressing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn : m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).